Event description:
A child with asthma and renovascular hypertension was admitted to the picu for monitoring following aorto-renal bypass surgery lasting 2.5 hours. A note in the chart two days later indicated: "patient was up and out of bed for the first time. Burn mark noted to the back from cardiac lead stickers from surgery. Practitioner notified; assessment was area in lower thoracic region has bubbling and some skin peeling noted." On first assessment, the practitioner thought that the area appeared to be either a reaction to or a skin burn from a bovie pad that was likely placed during the or case. The area was approximately 8 inches by 10 inches in size; had blisters, then spread before skin sloughed off. The burn was treated with meplex and healed. It was determined that there was no pooling of skin prep solution under the patient. There was no skin prep prior to placement of the backpad. This issue was investigated for the possibility of a radiation burn due to left renal angiogram with angioplasty 3 weeks prior. The patient was in interventional radiology (ir) from about 0840-1025. The radiation dose recorded by the ir staff for this renal angiogram was 164 ugy or 0.0164 rad. It is generally believed that no skin changes are seen at doses less than 200 rad. It is unknown if the warming blanket, coagulator pad/esu could have contributed to the event. The patient was supine during surgery.